Event description:
This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1044, awareness date 02-sep-2015). It refers to a female patient of unspecified age in united states who had essure (ess205) (fallopian tube occlusion insert) placed in 2006 for permanent birth control. Consumer reported that in 2006 she decided that she wanted a permanent birth form control and essure was recommended. She was told by her gynecologist that they had been doing it for years in europe with no complications. She agreed to have the procedure done even though was against her better judgment. She could still hear her nursing school instructor say your body will try to get rid of a foreign body but her doctor said they had been doing this for years without any issue. She immediately started with severe acne, and then gained 30 pounds within 3-4 months. Inflammation started to pop up in her joints and then she called it the crawl out of her skin pain. That is because she hurt so bad she just wanted to crawl out of her skin. She hurt all over, she started going to a chiropractor, acupuncturist, had a massage here and there. She went to multiple doctors, she also started to have many other issues: terrible metallic taste in mouth, heavy periods with clots that ended up with ablation (B)(6) 2011, joint pain, back pain, fevers, hives/rashes, fibromyalgia, sharp pelvic pains, pain with intercourse, fatigue, brain fog, cloudiness, forgetfulness, nausea, dizziness, bloating, hair loss, depression, anxiety, vitamin d deficiency, receding gums, heart burn, heart palpitations and constipation. She ended up with a hysterectomy (B)(6) 2014 due to being in so much pelvic pain. Her device was also broken. She had adenomyosis, paratubal cysts, leiomyoma, inflammation and hemorrhage in tube. She had lost so much from that hysterectomy: low libido, diminished or absent orgasm and diminished sensation and pleasure. She believes the initial thought of the product was brilliant but something is clearly wrong with that product. In 2011 a co-worker who also had essure started looking up issues with the product. She thought no way could 2 little plastic pieces in her fallopian tubes cause all these issues. She just forgot about it until 2014 when her rheumatologist wanted to put her in methotrexate and she knew was the device. She then found thousands of other women having the same issues as she. She did not believe the inflammation is remaining in the tubes. She believed this product is causing a systemically effect. Also consumer stated that her husband ended up having 2 urethral strictures requiring surgery after she getting essure. She was convinced it was because of essure because he has no other risk factor. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pelvic pains. A hysterectomy was performed. Her device was broken. She had inflammation (salpingitis) and hemorrhage in tube (haematosalpinx). All the events, except for device breakage, are serious due to their medical importance. Sharp pelvic pains and inflammation are listed in the reference safety information for essure while the other events are unlisted. In this case, consumer underwent a hysterectomy due to being in so much pelvic pain. With regards to the events pelvic pain and device breakage, considering their nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. With regards to the other events, since they occurred more than 4 weeks post insertion and they could be related to a complication of hysterectomy procedure, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, several non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
The ptc investigation result was updated on 11-nov-2015. Ptc global number is (B)(4). Medical assessment: based on the available information no product quality defect was confirmed / identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary. Based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pelvic pains and inflammation to pop up in her joints. A hysterectomy was performed. Her device was broken. She had inflammation (salpingitis) and hemorrhage in tube (haematosalpinx). All the events except the breakage are serious due to their medical importance. Sharp pelvic pains and inflammation are listed in the reference safety information for essure and device breakage is listed according to technical analysis. The other events are unlisted. In this case, consumer underwent a hysterectomy due to being in so much pelvic pain. With regards to the events pelvic pain and device breakage, considering their nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. With regards to salpingitis and haematosalpinx, since they occurred more than 4 weeks post insertion and they could be related to a complication of hysterectomy procedure, a causal relationship with suspect insert can be excluded. The event inflammation to pop up in her joints was considered unrelated to essure due to the local action of the device in fallopian tubes. This case was regarded as incident since a surgical intervention was performed. Additionally, several non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Correction 12-oct-2015 following company internal coding review: the previous event term "inflammation to pop up in her joints" was recoded to meddra llt "arthritis multiple joint". Result and assessment of the product technical complaint investigation received on 28-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp pelvic pains and inflammation to pop up in her joints. A hysterectomy was performed. Her device was broken. She had inflammation (salpingitis) and hemorrhage in tube (haematosalpinx). All the events except the breakage are serious due to their medical importance. Sharp pelvic pains and inflammation are listed in the reference safety information for essure and device breakage is listed according to technical analysis. The other events are unlisted. In this case, consumer underwent a hysterectomy due to being in so much pelvic pain. With regards to the events pelvic pain and device breakage, considering their nature and a lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. With regards to salpingitis and haematosalpinx, since they occurred more than 4 weeks post insertion and they could be related to a complication of hysterectomy procedure, a causal relationship with suspect insert can be excluded. The event inflammation to pop up in her joints was considered unrelated to essure due to the local action of the device in fallopian tubes. This case was regarded as incident since a surgical intervention was performed. Additionally, several non-serious events were reported. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.